Event description:
It was reported that this right atrial lead was explanted due to exhibiting oversensing. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 220 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that this right atrial lead was explanted due to exhibiting oversensing. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was received severed at approximately 220 millimeters (mm) from the terminal pin. Significant explant damage was noted. Resistance testing was performed and the distal segment was confirmed to be electrically continuous. However, x-ray analysis found a fracture in the outer conductor coil of the proximal segment, at approximately 355 mm from the terminal end. The fracture characteristics were consistent with cyclic fatigue. Laboratory analysis determined the oversensing observed clinically was most likely due to the fractured outer conductor coil.

Event description:
It was reported that this right atrial lead was explanted due to exhibiting oversensing. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.